Event description:
It was reported that on (B)(6) 2020, a 31mm epic mitral valve was implanted during a mitral valve replacement, and a 21mm non-abbott tissue valve was implanted during an aortic valve replacement during the same procedure. It was reported that over 2 years later, the patient presented with mitral valve insufficiency and shortness of breath. On echocardiogram, it was discovered that there was a spontaneous rupture of one of the leaflets. The patient was returned to surgery for reoperation. During reoperation, a torn cusp was seen on the mitral valve. The valve was explanted and replaced with a non-abbott mitral tissue valve. The patient had endocarditis, but no endocarditis was seen on the valve. The patient was reported to be discharged.

Manufacturer narrative:
The explant date was approximated as (B)(6) 2022. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of mitral insufficiency and shortness of breath due to a leaflet tear and an explant of the valve was reported. A more comprehensive assessment, including a histopathological examination of the valve tissue, could not be performed as the device was not returned for analysis. One picture was received from the field which appeared to show the torn leaflet. However, based on the information received, the reported leaflet tear is consistent with structural valve deterioration (svd), specifically non-calcific leaflet tear, which is a well-known complication of tissue heart valve replacement surgery. A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. Information from the field did indicate that patient has the preexisting endocarditis. There is no indication of a product quality issue with regard to manufacturing design or labeling.